Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product use was congruent with the IFU. The index procedure was based on a non-diagnostic video. At implant, there might have been evidence to support untreated/unrecognized poor proximal stent apposition to both the native vessel; the quality of the video was poor, and this finding could not be definitive. However, observations on the angiogram two weeks post implant, supported this conclusion because the entire proximal stent appeared collapsed down to 1.7 cm (transverse diameter) both above and within the bifurcated stent. There was evidence to support: main body occlusion and a complication of occlusive thrombus of the common, internal and external iliacs, bilaterally. The occlusion of the limb extensions could not be substantiated - there were no limb extensions placed at index. The first subsequent procedure was confirmed as was technical success of the angioplasties, bare metal stents and bilateral thrombectomies. However, there did appear to be residual thrombus within the external iliacs. The next day, there was an acute presentation of left foot ischemia. The patient underwent a second, subsequent procedure whereby an urgent thrombectomy of the left popliteal and trifurcation was performed. Blood flow was successfully restored. The final patient disposition could not be established due to lack of information however, the patient was reported as stable. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 1 month post implant of a bifurcated device and an infrarenal aortic extension the patient presented to the emergency room with cold feet. A computed tomography (CT) was performed which indicated the patient's devices were occluded. The physician also reviewed the post angio from the procedure on (B)(6) 2015 and noted it appeared the infrarenal never fully opened. This was not seen during the initial procedure. The physician cut the femoral arteries and placed a 12 fr left and 16 fr right. A coda balloon was used to open the proximal portion of the infrarenal aortic extension but was unsuccessful. A competitor stent (palmaz) was placed in the proximal neck which successfully opened the proximal portion of the ae. There was still little flow in the right common and no flow in the left common. Several unsuccessful angioplasty attempts were performed and the physician placed another competitor stent (palmaz) at the distal portion of the ae which opened the flow. Additionally, efforts were made to capture the thrombus that had accumulated in the aorta, iliacs, externals, and femorals. The patient then had pulse in the feet. On (B)(6) 2015 the patient had a thrombectomy. Patient is reported as being stable.